Event description:
On (B)(6) 2025 a patient in france underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported the patient developed peritonitis on (B)(6) 2025. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.